Event description:
It was reported that the lead exhibited increasing impedances. Closer monitoring was recommended, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: weekly pace measurement log data shows an increase for min and max v.pace = 744 to 1184 ohms peak between (B)(6) 2010 and (B)(6) 2012.